Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck - left. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
The patient is scheduled to undergo revision surgery following a diagnosis of altr. The following measurements were recorded at 18 months since index surgery: cobalt - 8.2; chromium - 1.2; esr - 54; crp - 0.5. Infection was not diagnosed. The patient is noted to be asymptomatic for this hip. This is the first of two events reported for the same patient. This event concerns the patient's left hip. The patient has rejuvenate modular femoral stems implanted in his left and right hips.

Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. No further investigation is required.

Event description:
The patient is scheduled to undergo revision surgery following a diagnosis of altr. The following measurements were recorded at 18 months since index surgery: cobalt - 8.2; chromium - 1.2; esr - 54; crp - 0.5. Infection was not diagnosed. The patient is noted to be asymptomatic for this hip. This is the first of two events reported for the same patient. This event concerns the patient's left hip. The patient has rejuvenate modular femoral stems implanted in his left and right hips.